Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead experience high impedance out of range as a result of insulation damage. The device was reprogramed and the lead remains in service. Nol adverse patient effects were reported.